Event description:
Initial result for a pt pth was 50. When repeated, the result was <1.20. The incorrect result was not used to guide therapy. The field service representative determined the event was caused by clot from a hemolyzed sample.